Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to an umbilical open procedure, after opening the packaging, the collagen film was dry and crispy and fell of the mesh. There was no patient involvement.